Event description:
Per the clinic, the patient underwent a wound closure surgery (date not reported). The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced a wound dehiscence and infection at incision site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: there was no infection as previously reported in initial MDR submitted on april 15, 2024. Per the clinic, the patient fell and hit the head (specific date not reported). The wound also appeared crusty.